Manufacturer narrative:
A hole was found in the exposed portion of the soft cannula, fluid was observed exiting the hole in the exposed portion of the soft cannula. The timing and cause of the damage could not be determined. The data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a manual injection of insulin was delivered through the patient's insulin pen.